Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in spring of 2023.